Manufacturer narrative:
None.

Event description:
The customer reported three (3) elevated leadcare ii blood lead test results with the following values: 3.4 ug/dl, 3.9 ug/dl, and 3.6 ug/dl. Confirmatory test results were all <3.4 ug/dl. The customer was unable to provide leadcare technical services with a copy of the confirmatory test results. The customer reported qc was in range upon opening the test kit, and 30 days later. The level 1 and level 2 control values are noted below: level 1 = 11.6, 12.0 ug/dl (target range = 8.6-14.6 ug/dl). Level 2 = 30.9, 32.6 ug/dl (target range = 28.2-36.2 ug/dl). During troubleshooting with leadcare technical services, the customer described the blood lead sample collection procedures that were used which indicated that the product instructions for use (IFU) were not consistently followed. For example, patient hands were not always washed with soap and water, patient hands were wiped dry instead of air dried, and the skin was touched to remove the first drop of blood after lancing. Leadcare technical services instructed the customer to follow the blood lead capillary sample collection guidelines stated in the leadcare ii blood lead test kit package insert, and the cdc guidance for blood lead capillary sample collection referenced in the package insert. A copy of the cdc blood lead capillary sample collection video was sent to the customer. The customer stated she would review this information with her staff. On (B)(6) 2026 the customer reported one additional elevated leadcare ii blood lead test result of 3.4 ug/dl for the test kit lot and location noted above. The testing date was (b)(B)(6) 2025. The confirmatory test result was <3.4 ug/dl. Follow-up onsite customer training with a leadcare regional representative is currently being scheduled to further assist the customer.